Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that contrast was also seen near the proximal attachment mimicking a type ia endoleak, however, this appeared to be the contrast extending retrograde from the distal attachment.

Manufacturer narrative:
Additional information received: the aneurysm diameter was reported as 37mm. It was reported that the event was unresolved at the time of study exit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported approximately 9 years post the index procedure a type ib endoleak was identified. It was reported that the endoleak appeared to come from the left distal attachment site and track proximally into the distal abdominal aorta and then into the right common iliac artery aneurysm sac. As per the investigator, the event is not related to the endurant device or the procedure. As per the sponsor, the event is related to the endurant device, not related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.